Event description:
In early (B)(6) 2011, the patient was still getting increases of intrathecal morphine/infumorph to get him up to where he needed to be for pain relief. The patient experienced fever-like symptoms during the night time with sweatiness. The patient's oral medications had not yet been reduced. It was later reported that the patient had a pump pocket infection. The patient was hospitalized. The severity was noted to be "moderate". The pump was explanted. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).